Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's husband reported via phone call that her blood glucose level was reading very high. The customer did bolus to cover but she kept bolusing over and over again. The insulin pump was not working properly. The customer was hospitalized on (B)(6) 2016 with a blood glucose level of over 900 mg/dl. The buttons were sticking on the insulin pump and it was going through batteries. She had a diabetic ketoacidosis. The customer was treated with IV insulin, fluids, and injections. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump alarmed no delivery. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: during a visual inspection, no damage was noted on the keypad traces and the j2 keypad connector on the lcd board was found locked. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. All the buttons functioned properly. Unable to inspect the keypad traces or keypad connector. The pump had cracked battery tube threads.